Event description:
It was reported that the piston on the pump appeared bent, and was unable to retract in order to allow cartridges to be loaded or subsequently move to engage the cartridge to deliver insulin. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.